Event description:
It was reported the during a ptca/stenting treatment procedure, removal difficulties were encountered. The physician deployed a cypher 3.5/33 stent and planned to use the nc monorail 15/3.5 mm balloon for post-dilatation of the stent. As he was advancing the balloon through the cypher stent, the balloon became stuck in the stent and would not move. The balloon was never inflated. The physician pulled the balloon in an effort to remove it, and at some point the catheter became detached from the balloon. It is unk whether the component separation was due to a break or whether it was intentionally cut. The pt then went to surgery to have the retained balloon removed. The current status of the pt is unk. The pt was asymptomatic during this event. Additional info has been requested regarding this event.